Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced dizzyness and headaches. Diagnostics indicated several high impedances due to lead migration. In turn, the lead was repositioned on (B)(6) 2020 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.